Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, ¿correct selection of the implant is extremely important. The potential for success in fracture fixation is increased by the selection of the proper type of implant. While proper selection can help minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal healthy bone. These devices are not designed to withstand the unsupported stress of full weight bearing or load bearing.¿

Event description:
It was reported patient underwent a scarf bunionectomy on (B)(6) 2015. During the procedure, the driver fractured while implanting the screw. Another driver in the set was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient underwent a scarf bunionectomy on (B)(6) 2015. During the procedure, the driver fractured while implanting the screw. Another driver in the set was used to complete the procedure. Additionally, one screw was removed after implantation because the surgeon preferred to use a different length.